Event description:
It was reported that the patient's device showed high lead impedance on a system diagnostics test. It was also reported that the patient did not feel stimulation after swiping the magnet. The physician decided to send the patient for a full revision. Review of x-rays of the patient's device revealed no obvious breaks or acute angles in the lead. During surgery, the surgeon was inspecting the lead body and found fluid in the lead. The patient went through full revision surgery. Explanted products are being sent to the manufacturer for product analysis. Good faith attempts have been made with the doctor to get additional information, but they have been unsuccessful til date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.